Manufacturer narrative:
This complaint is a duplicate of MFR# 1119779-2020-00378. This MDR was filed in error as an MDR was filed for 1119779-2020-00378. Therefore this complaint, MFR# 1119779-2020-00349, should be considered cancelled.

Event description:
It was reported while using bd rapid detection of sars-cov-2 veritor assay false positive results were obtained by the laboratory personnel. A confirmatory test was performed by pcr and the results were negative. Testing was performed on asymptomatic patients. This test is not intended for use on asymptomatic patients and was therefore used off label. There is no indication erroneous results were reported out, and it is unknown if course of treatment was changed. Eua#: (B)(4).

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4). Eua#: (B)(4).

Event description:
It was reported while using bd rapid detection of sars-cov-2 veritor assay false positive results were obtained by the laboratory personnel. A confirmatory test was performed by pcr and the results were negative. Testing was performed on asymptomatic patients. This test is not intended for use on asymptomatic patients and was therefore used off label. There is no indication erroneous results were reported out, and it is unknown if course of treatment was changed. Eua#: (B)(4).